Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 217 mg/dl. Customer blood glucose reading at the time of the incident was 500 mg/dl. Customer was puking. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with injection. Customer drive support was normal. The infusion set was changed on (B)(6) 2017 at 11:30 am. Customer did not mention if the cannula was bent. Customer declined to check for any air bubbles and leaks. Customer declined to check their settings. High pressure test passed. Insulin pump will not be returning for analysis.